Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Model: sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. The reported message about the battery end of life was not observed. The battery depletion and sleep current rates were within the expected ranges, 8.30 mv and 96 ua respectively when the device was turned off. The daily battery usage rate with the latest setting (0.1ma/500us/20hz) was 13.47 mv. The device was manufactured in 2011, and the battery efficiency likely decreases over time. The device passed all required tests and exhibited normal device characteristics.

Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.